Event description:
(B)(4) no other illnesses, developed high blood pressure 4 years ago and still currently on amlophdine. For the last few years I have noticed a bloating in my stomach and; always attributed to possibly foods. I started to eat less gluten which appeared to calm my stomach. In (B)(6) 2016 I started having a pinching, burning, throbbing pain in my lower right pelvic area. The pain at times radiates to the top of my right thigh, and up into my right hip. Along with this, I have pain in my upper stomach and; around my belly button. My stomach extends out at times and I look like I am 6 months pregnant. The pain at times takes my breath away. Went to my gynecologist in (B)(6) 2016 and he did a vaginal sonogram and determined it was not ovarian cancer. He advised me to visit a gastrologist. I had a colonoscopy and it was all clear. I had a endoscopy and; I have severe inflammation in my upper stomach. Now next appt is back to my gynecologist to do a cat scan to locate the coils that were put in me 8-10 years ago. My gyno told me if your colonoscopy is clear then chances are the coil is causing this pain and; he will remove them via laparoscopic if he can. Otherwise he would do a hysterectomy. I am (B)(6), and never imagined this permanent device would wreck havoc on my insides 10 years later. Clearly long term effects in the woman's body were overlooked. I wake up in the middle of the night to a throbbing pain in my lower right pelvic area, and everyday pains in my stomach from a device that needs to be removed as soon as possible.